Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for 2 or 3 days for all events. No further information was available.